Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, during advancement of the device over the wire, the shaft kinked and when pushed a little further, the shaft broke more or less at the mid segment of the device. The balloon have not yet gone into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 82.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, during advancement of the device over the wire, the shaft kinked and when pushed a little further, the shaft broke more or less at the mid segment of the device. The balloon have not yet gone into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.